Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported a death occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. A few days later the patient passed away. The cause of death is unknown.